Event description:
Possible t-wave oversensing noted on current egm causing pacing below 60 bpm lower rate. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).